Event description:
It was reported that ventricular assist device (vad) exhibited high power with high watts alarms and there was an unexpected loss of power to the controller. The patient was admitted the following day for suspected vad thrombus with elevated ldh of approximately 2000, and international normalized ratio (inr) was 2.4. It was noted that the patient was non-complaint with their anticoagulation therapy and risk factors for thrombus included possible hypertension due to logfiles review. The patient was taken to the intensive care unit (ICU) and administered bivalirudin. The thrombus and vad high power resolved. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2021 / serial #: (B)(4)UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 14-feb-2020 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: (B)(6) ¿ controller 2.0 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 product event summary: ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Log file analysis revealed a sustained gradual increase in power consumption and estimated flows beginning on 22-aug-2022 leading to parameters above normal operating range, followed by a sudden decrease in power consumption and estimated flows on 05-sep-2022. An increase in power consumption continued throughout 06-sep-2022. Of note, it was reported that the patient received bivalirudin treatment after which the power and flow returned to normal operating range. One hundred and ninety (190) high watt alarms were logged since 31-aug-2022. Log file analysis also revealed that controller (B)(6) had a vad disconnect alarm logged on 05-sep-2022 at 06:06:42 indicating a physical disconnection of the driveline from the controller, followed by a controller power up with associated successful motor start event associated with (B)(6) on 05-sep-2022 at 06:12:16. Review of the data log file revealed that the controller con410461 was not in use prior to the controller power up event; the first data point prior the controller power up was logged on 25-nov-2020 at 17:36:36, indicating that the power up event occurred during a controller exchange, likely due to troubleshooting of the controller. Information provided by the site revealed that the vad exhibited high power with high watts alarms and there was an unexpected loss of power to the controller. The patient was admitted the following day for suspected vad thrombus with elevated ldh of approximately 2000, and international normalized ratio (inr) was 2.4. It was noted that the patient was non-complaint with their anticoagulation therapy and risk factors for thrombus included possible hypertension due to logfiles review. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, a possible root cause of the reported loss of power and observed vad disconnect can be attributed to troubleshooting of the controller and/or a controller exchange. Per the instructions for use, device thrombus and hypertension are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.